Manufacturer narrative:
It was reported on (B)(6) 2025 that the charging cable - sensor charge adapter was overheating and melting. The patient reported the charger started to catch fire and there was no visible flames. The patient believed that the event was related to the usb port of the mcot sensor - 3.0. The patient reported no injuries occurred. Philips am&d is further investigating this reported issue.

Event description:
It was reported on (B)(6) 2025 that the charging cable - sensor charge adapter was overheating and melting. The patient reported the charger started to catch fire and there was no visible flames. The patient believed that the event was related to the usb port of the mcot sensor - 3.0. The patient reported no injuries occurred. No further information can be provided at this time.

Manufacturer narrative:
It was reported that the mcot sensor - 3.0 charger caught fire. There were no visible flames. The sensor charge adapter charging cable, c6 monitor and the dual port wall charger were not returned with the device. Without the original accessories, a comprehensive root cause evaluation cannot be performed. The c6 mcot sensor was inspected for general integrity and there was some minor discoloration on the contact terminals. No objective evidence was provided by the patient to confirm the reported event. Engineering evaluation was unable to confirm the reported event of "sensor charging overheating and melting." The dual port wall charger and sensor charge adapter charging cable were not returned for evaluation and could not be ruled out as a potential root cause. The sensor passed all functional testing. A definitive root cause could not be established.